Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac adapter caused three disconnect alarms. The connection to the wall and to the adapter itself has been checked. When the adapter was picked up today, it alarmed as a power disconnect. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the controller ac adapter caused 3 disconnect alarms. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. Log files that cover the event date were not available for analysis. However, log files were generated during supplemental testing of the device to reproduce the reported power disconnect alarms; no anomalies were observed. As a result, the reported event could not be confirmed or duplicated during testing. No failure detected; the reported event could not be confirmed or duplicated during testing. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.